Manufacturer narrative:
(B)(4).

Event description:
Original case deemed non-serious: this spontaneous report originating from the united states as rec'd from a consumer refers to a female pt of unk age. On an unk date the pt started therapy with dimethyl ether (+) propane (dr. (B)(6) freeze away common & plantar wart remover) for an unk indication. No other co-suspects were reported. No concomitant medications were reported. On (B)(6) 2013, the pt experienced injuries. No treatment info was reported. The action taken with the product was unk. The outcome of the injuries was unk. The reporter considered the injuries to be related to dimethyl ether (+) propane (dr. (B)(6) freeze away common & plantar wart remover). The dimethyl ether (+) propane (dr. (B)(6) freeze away common & plantar wart remover) was not available for investigation. For dimethyl ether (+) propane (dr. (B)(6) freeze away common & plantar wart remover), the lot number was not available and the serial number was not available. Add'l info was not expected. Update (B)(6) 2014. Letter and medical records: info has been rec'd regarding a case in litigation and has been confirmed by a health care professional. Case deemed serious upon follow-up. A letter from an attorney was rec'd that stated that on or about (B)(6) 2013, the consumer's father applied dr. (B)(6) freeze away wart remover to her toe for a wart. The product was used after she was seen by her pediatrician who told her she had a wart. After using the product she began to have skin discoloration and pain. On (B)(6) 2013, after complaining of severe pain she was taken to the hosp where she was "diagnosed with cellulitis and abscess of unspecified digit of the foot, frostbite of the foot, and infected blister of the foot and toes". "There she was told they were going to remove her toe because she had suffered frostbite." Instead she was transferred to a children's hosp she rec'd clindamycin and was sent home. "She has lost feeling and has discoloration to a portion of the toe but the toe was not removed". The consumer was taken to the emergency room on (B)(6) 2013. Medical records from the emergency room physician assessment stated that the father stated four days ago he applied the dr. (B)(6) freeze away wart remover to warts on the consumer's left small toe and the next day the toe appeared discolored. The assessment also stated that the area became tender and swollen two days prior to the consumer coming to the hosp. The physician assessment stated erythematous tip of toe discolored with blister dusky, blue and black spots tip, plantar and medial side with loss of sensation. The diagnosis from the emergency room physician was "cellulitis of left foot, ischemic left fifth toe r/o gangrene". An x-ray was done in the emergency room with results as follows: "no evidence of acute fracture or malalignment, or significant degenerative change". Clindamycin 600 mg IV was given. The consumer was transferred to the children's hosp on (B)(6) 2013. Vital signs at the time of transfer were temperature 99.3, blood pressure 112/60, pulse 75, respirations 18, and o2 sat 99%. The assessment from the ed physician included (B)(6) year old previously healthy white female presented with history of left fifth toe discoloration and swelling after being instructed to use freeze away on multiple plantar warts on her left fifth digit. "Approx three days ago developed black grayish discoloration to the area where the freeze away was used as well as decreased sensation to area. Also developed redness over the top part of her toe adjacent to the area with mild swelling and associate sharp pains with palpation of toe. The redness and swelling worsened over the last 24 hours. No fevers and no previous skin infections". Emergency room physician assessment also included "skin dry, intact, no pallor. On tip of 5th digit and along medial portion of left foot 5th digit a circular area approx 4 cm diameter of gray discoloration. Over the top of toe immediately adjacent to area of gray discoloration with erythema and mild edema extending over top of the foot on the right distal aspect of top of foot. Blanching. Mild induration, minimal ttp over areas of erythema". Assessment by physician also revealed "decreased light touch sensation over gray discoloration of left 5th digit on lower extremity". "No evidence of bony changes on x-ray concerning for osteomyelitis. Exam not consistent with necrotizing fascitis or compartment syndrome. Overall well appearing with low suspicion for systemic infection." General surgery was consulted. After examination in the emergency room she was admitted to the hosp. Admitting physician assessment noted "discussed with general surgery, felt to be chemical reaction from 'freeze away' rather than vascular event. On exam appears to have blistering with fluid under skin. Continue IV clindamycin". Admission diagnosis: "toe cellulitis". Add'l assessment by admitting physician included "five days prior to admission used an over the counter product (dr. (B)(6) freeze away) in order to mange plantar warts, reportedly used as directed". "Assessment of extremities revealed "wwp, capillary refill < 2 seconds". "Surrounding erythema and edema has markedly improved as evidenced by regression from lines drawn during earlier evaluations." "Decreased sensation over tip of toe, motor intact." "She has shown marked clinical improvement on IV antibiotics and our surgical colleagues don't feel that any further management is indicated at this time. Thus, plan will be to transition to oral clindamycin, recommend follow-up with general surgeon in one week for reassessment, discharge home today with plans for close follow-up with pediatrician." Admission nursing records from children's hosp noted that the consumer was administered ibuprofen 600 mg po x 1 in the emergency dept for pain with good effect. Nursing assessment also stated "able to move all toes on left foot". Discharge criteria in nursing notes stated "adequate pain control, transition to po antibiotics, toe cellulitis improved". Discharge summary by physician stated "she remained afebrile overnight and toe showed steady improvement on IV clindamycin. Surgery saw her again on the morning of discharge and agreed that no surgical intervention was required. Follow up in surgery np clinic was scheduled for (B)(6) 2013, at 3:15. She was prescribed a 7 day course of oral clindamycin. She was also asked to make an appointment to see her pmd within one week of discharge. Discharge diagnosis was "left 5th toe cellulitis complicating cold injury from over the counter wart removal product". Consultation notes from general surgeon stated "(B)(6) yf with tissue necrosis over left 5th toe (likely 2/2 cold injury from otc wart tx) and cellulitis without evidence of osteomyelitis. Agree with admission to gen peds. Agree with IV abx." Surgical attending chief concerns stated "appears to be local tissue chemical burn without associated osteo or gangrenous changes-most likely due to associated infection of burn. No need for debridement and abx with (B)(6) coverage should treat this. Rec d/c with close f/u with pmd and f/u with me at surgery clinic on prn basis." Consumer was discharged home on (B)(6) 2013. All available medical records will be provided upon request.